Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent treatment to repair an aneurysm in the right internal iliac artery utilizing a gore® viabahn® vbx balloon expandable endoprostheses (vbx). The physician was using an 8fr sheath and was able to deliver the vbx device to the intended treatment site. However, prior to initiating deployment it was observed that the stent had detached from the balloon. The vbx device was then successfully deployed and implanted by sequential ballooning using 3mm, 8mm, and 14mm balloons. The physician did not have any input as to why these issues occurred. Further information was asked about patient name, d.o.b, and weight but will not be made available. Patient tolerated the procedure with no adverse outcomes.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation.